Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l71601, implanted:(B)(6) 1999, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider regarding a patient receiving intrathecal morphine via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. Medical history was chronic pain. It was unknown what other medications the patient was taking at the time of the event. The patient first started experiencing an infection early (B)(6) 2010. The patient experienced pain and discharge at the pump site. The pump device system was explanted. The cause of the infection was unknown. The infection had been resolved.